Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The nurse stated that the customer was not able to tell her what was going on with her insulin pump and how much insulin the device gave her. Instructed the caller to check the status screen to see her last bolus and basal amounts. The nurse did not have the device with her to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.